Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the broncho-fiber videoscope had foreign material falling-off from the channel. The issue occurred during preparation for use for an unspecified procedure which was finished with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the type of foreign material remaining in the device was unknown. The foreign material was possibly not removed since reprocessing could not be conducted properlyproperly due to leak at the biopsy channel; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: bf-mp290f operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: bf-mp290f reprocessing manual: chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device."